Manufacturer narrative:
This report is for an unk nail head elements: rafn spiral blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a spiral blade inserter would not properly hold the spiral blade and was difficult to remove from spiral blade aiming arm. The procedure was successfully completed . The spiral blade was successfully implanted. There was no delay reported. There was no patient consequence. Concomitant device reported: unknown spiral blade (part # unknown, lot # unknown, quantity 1) this complaint involves one (1) device. This report is for (1) unk - nail head elements: rafn spiral blade this is report 2 of 3 (B)(4).